Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency department after receiving a vibratory alert. A merlin.net on demand download showed that the vibratory alert was triggered for out of range lead impedance measurements. There was macro-dislodgement and retraction of rv lead. Bradycardia and tachycardia therapy was disabled. Lead was explanted and replaced successfully. Patient's condition was stable post procedure.